Event description:
Dealer is stating that the chair is jerky and is throwing the customer around in the chair. The dealer states they have serviced this chair before and have never witnessed this issue. No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the m41srb power chair is allegedly jerky and throwing the consumer around in her chair. Dealer was advised to go to consumer's home and call invacare tech services to troubleshoot. No injury alleged.